Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the proximity of the stents and/or stress/fatigue/repetitive movement due to anatomical conditions and the location of the implants resulted in the reported break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, the reported difficulties possibly caused/contributed to the reported patient effect, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that on (B)(6) 2013, a 6.0x150 mm and 6.0x80 mm absolute pro stent were implanted. After a check up on october 3, 2023, it was found that the two stents were broken. The patient experienced claudication. No treatment was performed and the patient was not hospitalized. Subsequent to the initially filed MDR report, it was reported that the patient no longer has claudication and that the artery is open without relevant stenosis. No additional information was provided.

Event description:
It was reported that on (B)(6), 2013, a 6.0x150 mm and 6.0x80 mm absolute pro stent were implanted. After a check up on (B)(6) 2023, it was found that the two stents are broken. The patient experienced claudication. No treatment was performed and the patient was not hospitalized. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional unk absolute pro device referenced in b5 is filed under a separate medwatch report number.